Event description:
It was reported that when the unit was turned on, the green cable was loosened and then taken off. The inner part of the control module, which is connected to the green cable, looked misplaced. There was no pt consequence.